Manufacturer narrative:
Batch review performed on 26 june 2020: lot 169105: (B)(4) items manufactured and released on 25-arp-2017. Expiration date: 2022-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any event reported.

Event description:
3 months after primary revision surgery necessary for a patient who had primary hip surgery on the (B)(6) 2020. The reason of revision is under investigation.